Event description:
The tr band malfunction post-transradial coronary angiography, incompetent valve vs. Rupture of the compression balloon. Review of electronic medical record (emr) finds no harm to pt ¿ the tr band was removed post procedure with no evidence of hematoma.